Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a severely tortuous and mildly calcified left circumflex artery. The 2.50 x 16 synergy drug eluting stent was advanced to treat the target lesion but was unable to cross. Upon removal is was noted that the proximal stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.